Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found the tip was slightly flared. The stent was damaged at the distal end. It was stretched distally from the center of the stent. There was a severe kink at the guidewire exchange port. The shaft polymer extrusion was also kinked at various locations along its length. It was also noted that the hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The lesion was located in the left anterior descending artery. A 28x2.50mm synergy stent was selected to treat the lesion. However, when the device was about to be inserted through the vascular access, the stent flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The lesion was located in the left anterior descending artery. A 28x2.50mm synergy stent was selected to treat the lesion. However, when the device was about to be inserted through the vascular access, the stent flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).